Event description:
It was reported that the patient had a decrease in therapeutic effect, a catheter fracture was discovered, and a catheter revision was performed. The patient 'was not getting pain relief,' so the healthcare provider (hcp) attempted a catheter dye study. The hcp attempted the dye study on (B)(6) 2012, and was unable to aspirate or flush. A catheter revision was then performed on (B)(6) 2012. When the hcp opened the patient, they found catheter had torn at the lumbar site. During the revision, the distal tip of the catheter could not be reached; therefore the hcp was unable to get the intrathecal portion of previously placed catheter. A new spinal segment was placed and spliced to the remaining portion of the catheter attached to the pump. The medications in the pump were bup, ivacaine, and morphine. The patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709sc, lot# n302528007, implanted: (B)(6) 2011, partial explant: (B)(6) 2012. (B)(4).

Manufacturer narrative:
(B)(4).